Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had their watchman left atrial appendage closure device implanted two years ago. After one year of having the device the patient experienced a cerebral vascular accident.